Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). In 2004, an x-ray showed an unusual angle of the inflow conduit. The sutures on the valve had likely been abraded, leading to the acute angle of the conduit. The surgeon elected to admit the pt and prescribe bed rest. The pt was transplanted in 2004, and subsequently expired.